Event description:
The user reported that the set disconnected below the spike during a change of fluid bag. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of set disconnected below the spike was confirmed. The cause of the disconnection was identified as insufficient application of solvent at the affected spike-to-tubing joint during the manufacturing process. The device history record was reviewed and no quality issues were noted during production build for the lot number reported.